Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
Olm intracranial pressure monitoring kit; catheter was not working which required a revision.